Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96. Warning: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 111. Advises: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.

Event description:
The mother reported that the patient's blood glucose went low and he was hospitalized. He was wearing the pod for two hours and his levels dropped significantly. The patient was diagnosed with hypoglycemia. Treatment included zofran (4 mg/2 ml), an IV of dextrose 5% 2.45%, and observation until he was able to go home. He was in the hospital for 4 hours. The patient's blood glucose history is as follows: (B)(6) the patient has been okay since then. The patient's last bolus was around 6:30pm for 5.85 units ("primarily for a meal, maybe a little bit for a correction") and he ate 80 grams of carbohydrates. Treatment at home, prior to going to the hospital, included giving him juice and something to eat every half an hour as well as checking his blood glucose.

Manufacturer narrative:
The returned product was evaluated and performed as designed during testing. No malfunction or other product condition that would have contributed to the patient's hypoglycemia and hospitalization was found.